Manufacturer narrative:
Citation: zhang yu, tang yu-bin, wu qiao et. Al endovascular embolization of intracranial aneurysms with detachable microcoils the axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown. There was limited device and patient information available. Mdrs related to same article: 2029214-2017-00550 2029214-2017-00551 2029214-2017-00552.

Event description:
Medtronic received information through literature review that one patient with hunt-hess grade iii who had a left anterior communicating artery aneurysm with narrow-neck and a posterior communicating artery aneurysm with wide-neck, died from intracranial rebleeding 90 minutes after complete occlusion of both the aneurysms. Of 58 patients with ruptured aneurysms: cure - 57 patients the patient was treated with axium detachable coils.